Event description:
The manufacturer service technician observed the retainer and pin with flange was missing from the device during an evaluation at the manufacturer facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.